Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
A nurse manager reported "femoral access, resistance met when introducing the pusher wire into the cartridge to deploy the filter through the delivery sheath, the filter did not completely deploy or open, was pulled back to the insertion site, the filter deployed at this location in the iliac vein, it was then retrieved."